Event description:
Or staff reported that three of the electrocautery pencils from the same lot had malfunctioned. The handpiece would not activate every time, and when it did, the cautery it delivered was abnormal. The lot was removed from stock and will be returned to the manufacturer. Follow up reveals: the specific problems were the piece cuts, but won't cauterize; the piece cauterizes but won't cut; or that it wouldn't work at all.